Event description:
The facility representative reported a flo-gard infusion pump with an "insert slider clamp" alarm. This condition was found during programming/setup of the device but it is unknown in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an "insert slider clamp" alarm was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective safety slide clamp assembly due to fluid intrusion into the safety clamp sensor. The safety slide clamp assembly was replaced and recalibrated to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.